Event description:
Livanova deutschland received a report that, the laboratory test of the 3t heater cooler presented the following results: total legionellae isolated <10.0 cfu/l, mycobacterium identification mycobacterium avium (30.0 cfu/l), total pseudomonas isolated <10.0 cfu/ml, 16s dna sequence analysis mycobacterium avium, 16s dna sequence analysis paenibacillus camelliae, 16s dna sequence analysis cytobacillus pseudoceanisediminis, mycobacterium avium bacteria along with the environmental bacteria cytobacillus. Pseudoceanisediminis & paenibacillus camelliae, have been isolated from this sample indicating inadequate disinfection of this device. Mycobacterium avium bacteria along with the common skin commensal bacterium, staphylococcus warneri), have been isolated from this sample indicating inadequate disinfection of this device. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that no patient reusable blankets are used, h2o2 is added when changing water in the tanks every 7 days, surfaces and water circuits are likely not disinfected before initial operation and before storing the heater-cooler. The 3t aerosol collection set is replaced when the water is changed. The device is kept indoors, with the fan positioned towards the wall, in the opposite direction of the operating table at approximately 1.5-2 meters of distance. Furthermore, the water source has not been tested. In addition, it was learned that the h2o2 is not checked daily when the device is not used. However, it is not clear if upon checking h2o2 (after the period of non-use), the h2o2 concentration is still in the prescribed level (100%) or below. As per device instructions for use, the h2o2 level must be checked daily, including weekends: if this is not applied, the device must be drained. Review of livanova complaints database revealed no further contamination event has been notified by this unit since its installation in 2022. Based on the collected evidence, h2o2 level not checked daily may have led/contributed to the reported contamination. Moreover, as no other devices/surfaces in the operating room/intensive care unit were tested in order to identify the source of contamination, it cannot be excluded that the event could be also caused by a source of contamination present at the customer site, despite it could not be determined.